Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to complete incoming functionality testing) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The root cause was multiple cables were pulled from strain relief, severing all wires. The root cause for the strained cables were excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to complete incoming functionality testing.